Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage including but not limited to clot in the filter, embedment and a failed removal attempt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage including but not limited to clot in the filter, embedment and a failed removal attempt. As a direct and proximate result the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further and proximate result the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
Section b5: according to the information received via phase 2 discovery form, the patient states that they have suffered a failed removal due to embedment and thrombus within filter and that anticoagulation medication is required due to filter thrombus and retention of filter. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes recent motor vehicle collision, right rib fractures, severe liver laceration, olecranon fracture, respiratory decompensation, and pulmonary embolism. During implant, the optease filter was deployed in infrarenal position with the tip pf the filter just below the renal vein origins. There were no immediate complications. The filter subsequently malfunctioned and caused injury and damage including but not limited to clot in the filter, embedment and a failed removal attempt. Per the patient profile from (ppf), the patient reports thrombosis in the filter and that the device is unable to be retrieved. Approximately twenty-one days post implantation the patient underwent an attempted but unsuccessful percutaneous removal of the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes recent motor vehicle collision, right rib fractures, severe liver laceration, olecranon fracture, respiratory decompensation, and pulmonary embolism. During implantation, the optease filter was deployed in infrarenal position with the tip pf the filter just below the renal vein origins. There were no immediate complications. The filter subsequently malfunctioned and caused injury and damage including but not limited to clot in the filter, embedment and a failed removal attempt. Per the patient profile from (ppf), the patient reports that the device is unable to be retrieved. Approximately twenty-one days post implant, an unsuccessful percutaneous removal of the filter was attempted due to embedment and thrombus within the filter. The patient further reports emotional distress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage including but not limited to clot in the filter, embedment and a failed removal attempt. As a direct and proximate result the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further and proximate result the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due not being a good candidate for anticoagulation given their history of having been in a motor vehicle collision, having right rib fractures, severe liver laceration, olecranon fracture, respiratory decompensation, and having a pulmonary embolism. During implantation of the filter via right common femoral vein, the optease filter was deployed in infrarenal position with the tip pf the filter just below the renal vein origins. There were no immediate complications. According to the information received in the patient profile from (ppf), approximately on or about ten years and six months post implantation of the ivc filter the patient became aware of the alleged events and reports that the device is unable to be retrieved. Approximately on or about twenty-one days post implantation the patient underwent an attempted but unsuccessful percutaneous removal of the filter. According to the information received via phase 2 discovery form, the patient states that they have suffered a failed removal due to embedment and thrombus within filter and that anticoagulation medication is required due to filter thrombus and retention of filter. According to the amended discovery form, the patient received the ivc filter for pulmonary embolism and inability to take anti-coagulants status post-trauma. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include failed removal due to filter embedment and thrombus within the filter; anticoagulation medication required due to filter thrombus and retention of filter. The patient further reports past and future emotional distress; past and future loss of enjoyment of life, and other consequential damages as allowed by law.

Manufacturer narrative:
Correction data: section b3: date of event no further information will be forthcoming.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due not being a good candidate for anticoagulation given their history of having been in a motor vehicle collision, having right rib fractures, severe liver laceration, olecranon fracture, respiratory decompensation, and having a pulmonary embolism. During implantation of the filter via right common femoral vein, the optease filter was deployed in infrarenal position with the tip pf the filter just below the renal vein origins. There were no immediate complications. According to the information received in the patient profile from (ppf), approximately on or about ten years and six months post implantation of the ivc filter the patient became aware of the alleged events and reports that the device is unable to be retrieved. Approximately on or about twenty-one days post implantation the patient underwent an attempted but unsuccessful percutaneous removal of the filter. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was not being a good candidate for anticoagulation due to history of motor vehicle collision, resulting in right rib fractures, severe liver laceration, olecranon fracture, respiratory decompensation, and having a pulmonary embolism. The optease filter was deployed in infrarenal position with the tip pf the filter just below the renal vein origins. The filter subsequently malfunctioned and caused injury and damage including but not limited to clot in the filter, embedment and a failed removal attempt. Per the patient profile from (ppf), the patient reports that the device is unable to be retrieved. Approximately on or about twenty-one days post implantation the patient underwent an attempted but unsuccessful percutaneous removal of the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.